Event description:
It was reported that the patient frequently received red rubber urethral catheters in which the orientation bump was off to one side. With enough manipulation they could usually make it work, but they thought the bump should always be in line with the coude tip. Representative agreed with patient. They had no product or lot or samples available, also advised that next time if they received a shipment with this issue to hold onto the packaging and the product for investigation. Per follow up via phone on (B)(6) 2023, it was reported that the red rubber coude catheters were not lining up. They had samples. Also provided lot numbers. Nghq0271 and nggy2332.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "machine error". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. Visual evaluation of the returned eleven samples noted eleven opened (with original packaging), urological catheter. Visual inspection of the eleven samples noted the bump aligned with the catheter tip. No root cause could be found because the reported event was unconfirmed. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient frequently received red rubber urethral catheters in which the orientation bump was off to one side. With enough manipulation they could usually make it work, but they thought the bump should always be in line with the coude tip. Representative agreed with patient. They had no product or lot or samples available, also advised that next time if they received a shipment with this issue to hold onto the packaging and the product for investigation. Per follow up via phone on 05sep2023, it was reported that the red rubber coude catheters were not lining up. They had samples. Also provided lot numbers nghq0271 and nggy2332.

Event description:
It was reported that the patient frequently received red rubber urethral catheters in which the orientation bump was off to one side. With enough manipulation they could usually make it work, but they thought the bump should always be in line with the coude tip. Representative agreed with patient. They had no product or lot or samples available, also advised that next time if they received a shipment with this issue to hold onto the packaging and the product for investigation. Per follow up via phone on (B)(6) 2023. It was reported that the red rubber coude catheters were not lining up. They had samples. Also provided lot numbers. Nghq0271 and nggy2332.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.